Event description:
The patient reported that they had experienced a loss or change of therapy. Increase amplitude. Pt felt stimulation. Pt increased stimulation . Will see if this helps symptoms. Event date: (B)(6) 2016. Indications for use noted as: gastrointestinal/pelvic floor .

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.